Manufacturer narrative:
The impella device was received and an investigation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The complainant reported a 53 year old female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient was suspected as enduring hemolysis. Haptoglobin was delivered as a result.

Manufacturer narrative:
The device was returned and an investigation was conducted. Inspection found no damage or abnormalities. Metrics were analyzed and found within specification. We are unable to determine the root cause of the reported complaint.

Manufacturer narrative:
The impella device was returned for evaluation; however, no data logs were received. Upon inspection, the reported metrics were within specification, therefore, no purge issue was found. Additionally, the investigation for the hemolysis found: the cause of the hemolysis was patient condition related since the administration of haptoglobin resolved the issue. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2022-01503 was provided in sections b1,b2,b5, d6a, d6b, g1, h1, and h6.

Event description:
It was also reported the patient experience high purge pressure while on support. Heparin in the purge solution was changed and the act had increase, there was no bleeding, and the purge flow improved. However, the issue was still not resolved. Further investigation was requested by the physician on the returned device.